Event description:
Surgeon reported that he saw a pt for a 6 months follow up visit. The pt had a t10 to pelvis fusion; at the visit, surgeon reported that both rods had broken at the 90 degrees bend where they connected to the pelvic screws. No complications were reported and no revision surgery was performed. This is the second of two reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.